Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cardiovascular surgical procedure in 2009. After the procedure, the suture broke. The patient underwent re-operation in 2009. Additional information requested.